Event description:
During the procedure, unknown at what stage, the surgeon noted that the blade was sticking, and the cutting forceps would not coagulate. There were no adverse affects to the patient, as a new device was obtained, and utilized without issue. It is unknown if the new device was of the same, or a different lot.